Event description:
It was reported that after the iab was inserted into the pt, a small amount of blood was noticed at the insertion site during a dressing check. After the pump gave waveform appeared rounded, the lower set of sutures securing the catheter to the pt's leg was removed. At this time blood was seen entering the gas tubing, and the iab was removed. There were no pt complications.